Event description:
Rn states the secondary set is leaking around the needle where it attaches to the primary set. The account has had multiple chemo spills over the last six weeks. There have been no patient or staff injuries. The spills were cleansed according to institution policy.